Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured, consistent with the reported event. However, no resistance or functional anomalies were noted when the viewflex catheter was advanced through a dilator/sheath assembly from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty could not be determined.

Event description:
During the atrial fibrillation procedure, the catheter tip fractured when inserted into the patient. The catheter was inserted into the sheath and resistance was felt, so the catheter was retracted and it was noted that the tip of the catheter had fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.